Event description:
Physician reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade iii. The device has been explanted.